Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket screws, the corner lining was worn off, and the plunger head was cracked by all the screws. A review of the event history log identified force sensor test error in history. During the functional testing the force sensor was found at power up process however during the calibration verification test the force sensor readings were intermittent. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the force sensor, plunger cable and the plunger board. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).